Event description:
On (B)(6) 2010, the reporter contacted lifescan (lfs) on behalf of her son alleging that a one touch ultralink meter read inaccurately high and erratic. The reporter indicated that the alleged issue started on (B)(6) 2010, at 11:19 pm. The reporter reported a meter reading of "301 mg/dl." Based on the meter reading, the patient reportedly took a bolus dose of 3.7 units of insulin (unspecified type) at around 11:19 pm. About five minutes later, the patient allegedly developed a symptom of shakiness. The patient reportedly tested his blood glucose at 11:24 pm and got a result of "100 mg/dl." Two minutes later at 11:26 pm, the patient tested again using a different meter and got "101 mg/dl." It would have been helpful to know the following information: the patient's testing frequency, his medication and diabetes management regimens, what actions the patient took after the symptoms developed, what blood glucose level the patient usually expects to feel hypoglycemic, and what his usual blood glucose levels in the evening. The reporter did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a symptom that can be associated with severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.